Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, measured battery data revealed a high current drain not consistent with the programmed output of the device. Measurements taken in different modes noted various readings between 6ua and 26ua. Normal follow-ups will continue.